Manufacturer narrative:
(B)(4). Additional information: the condition of a colleague infusion pump with a failure code 810:11 was found in the pump's event history but not duplicated during product evaluation. No assignable cause could be provided for this condition. The pump passed the air in line calibration test, and no repair was necessary. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through mdq-(B)(4). A service history review revealed no previous service events were related to the reported condition. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a failure code 810:11. This condition had the potential to interrupt delivery. This event occurred after delivery. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.